Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It is likely the foreign material remained in the device because the reprocessing steps performed at the user facility deviated from the instructions for use (IFU). It was also noted that the the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was not cleaned with lint-free cloths/brushes/sponges, but the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive of the bending section cover had a chip and had a white-clouded area, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesives around objective lens and light guide lens had white-clouded area, the plastic distal end cover and the connecting tube both had a scratch, the paint on the air/water and suction cylinder was peeled, the switch 4 and the universal cord both had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the nozzle was clogged. The issue occurred during the diagnostic gastrointestinal endoscopy. The intended procedure was completed using the same equipment. There were no reports of patient harm or delay associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.